Event description:
Device #2. Device malfunction: suture break (twice). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the needle plunger was removed, the suture broke. A second proglide device was attempted but with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete. Device #1 part 12673-03 lot# 83034-6h indicated is being filed under medwatch MFR# 2953144-2010-00363.